Event description:
It was reported that the micl13.2 implantable collamer lens was loaded upside down and went in at the wrong angle as the surgeon was inserting it. The doctor attempted to reposition the lens without success. The lens was removed and another icl was implanted without any patient injury. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned lens showed the optic was scratched, a piece of the haptic was torn off and missing and there was dried up surgical residue on the surface. (B)(4).